Event description:
It was reported to philips that stand movement was partly available, with no motorized stand movement on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced pot. Meter fdxd assembly, spacer gasket, window plate, potentiometer assy, rotation drive and calibrated geometry movements. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).